Event description:
It was reported that the stent was successfully deployed in the renal artery. During the attempt to withdraw the stent delivery system into the guiding catheter, the balloon sheared off the catheter. A surgical cutdown was performed to remove the balloon from the femoral artery. The pt is reported to be doing well.